Event description:
Related manufacturer reference number: 2017865-2022-41945 it was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead and the right atrial (ra) lead were experiencing noise with electromagnetic interference (emi). No intervention has been performed. The patient's condition was stable.